Manufacturer narrative:
D10: concomitants: (B)(6), 200-02-32 - rotula tres tetones 32mm. (B)(6), 244-03-03 - comp. Femoral asimetrico cementado hf ps nº3 drch. (B)(6), 200-04-32 - bandeja tib cementada aleta 3f/2t. H3: the revision reported was likely the result of joint instability and uneven force distribution across the joint, which led to wear of the tibial insert. Fracture of the patella was also reported but the cause, extent, and order of events cannot be determined from the information provided. The revised component(s) was not returned for evaluation and no radiographs were provided.

Event description:
It was reported that a 67 yo female patient, initial right knee implanted on (B)(6) 2012, utilizing gps, underwent a revision procedure on (B)(6) 2023, approximately 11 years 4 months post the initial procedure. In 2017, lysis in the tibial implant was noted. In 2021 the patient experienced progressive pain in their right knee. The revision was performed in 2023. Delaminated polyethylene in the central pivot and broken patella poly was indicated. The patient was revised with a competitor¿s devices. No parts or pieces fell into patient wound site and there was no reported surgical delay/prolongation during the procedure. No x-rays were provided. The explanted devices are not available for return. The surgeon did not want to provide them. Device images were provided. No further information. Concomitants: (B)(6), 200-02-32 - rotula tres tetones 32mm. (B)(6), 244-03-03 - comp. Femoral asimetrico cementado hf ps nº3 drch. (B)(6), 200-04-32 - bandeja tib cementada aleta 3f/2t.